Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device was confirmed to have no telemetry and no pacing output. The measured battery voltage was lower than expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional analysis was performed and found that the cause of the no telemetry condition was not due to a gate oxide current drain as originally noted, however, further analysis found a damaged/leaky capacitor that resulted int eh high current condition.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated while still in the packaging, with multiple programmers. The device was never used. No adverse patient effects were reported.